Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 unable to investigate further. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The following information was requested, but unavailable: was there any change in the patient¿s post-operative care due to the prolonged procedure? How much blood did the patient lost? Confirm the qty in cc. How was the bleeding treated? Was any blood transfusion necessary? Received information as following from sales rep via phone today. Please refer to information provided; other information requested is unknown. Investigation summary: the product was returned to ethicon for evaluation. One needle suture piece outside the packaging was received for analysis. The product code 8521h is double-armed. During the visual inspection of the needle suture piece, the swage and attachment area were noted to be as expected. The suture was examined along the strand and the end of the suture was noted to be cut probably by a surgical instrument. Furthermore, the other needle or section of the suture was not returned for evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 due to mitral insufficiency and suture was used. When the doctor sutured the heart for the patient, the suture was broken from the needle tail without tension. After the intraoperative suture breakage occurred, the operator immediately replaced with a new suture (with specific product information unknown) for suturing again. The subsequent operation went smoothly. This event prolonged the surgery time by about 20 minutes and increased intraoperative blood loss (the specific increased blood loss was unknown). No subsequent adverse event report was received. Additional information was requested.